Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had abnormal episodes numbers presenting due to battery being at end of life (eol). It was noted there were invalid counters and the cardiac compass contained invalid data. The device remains implanted. No patient complications have been reported as a result of this event.